Event description:
During a returned sample evaluation, the device history log was reviewed. Error 51 (>10x) was found in the device history log. The speaker and flex binder assembly were replaced. Quality control testing was performed and passed. After repair, device was found to meet specifications.